Event description:
It was reported a pump memory error (pme) occurred. The pme occurred during an update of the pump with new medication updates. The reporter turned the programmer off, back on, re-interrogated the pump, reprogrammed and re-updated the pump, which resolved the reported issue. There was no therapy or medical problem related to the event. The pump was used to deliver bupivacaine, gablofen and prialt. It was noted that prialt was just added to the pump therapy. Dilaudid was also mentioned by the reporter, but the information was unclear as to if that was a current therapy as well.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).